Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed the tcmid:05 (coolant diff failure) error message was confirmed based on the event log review but not during functional testing. The reported error was not replicated during testing, and the thermogard console functioned as intended. Nevertheless, the contacts of the lm34a/b internal temp probe on pic16 board and lower board were cleaned as a preventive measure, as intermittent technical problems may have occurred that could not be directly identified during functional testing. The event log review identified tcmid:05 error messages, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint was not reproduced. However, the contacts of the lm34a/b internal temp probe on the pic16 board and lower board were cleaned to prevent a recurrence of the error message. Following service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Event description:
The customer reported the thermogard console (sn (B)(6) displayed tcmid:05 (coolant diff failure) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.